Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s third party modem. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer's modem was removed from use and was sent for repair or replacement.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Based on the information available in this investigation physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue is a shorted data cable. When the shorted cable is connected to the system connector, it triggers the over-current battery protection circuit in the battery which can cause the device to shutdown unexpectedly or prevent it from powering on.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with this event.